Event description:
Caller reported that a tandem charging cable was damaged, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for replacement of the damaged charging supplies with delivery by 2-day shipping.